Event description:
Bowl optic sensor reading spontaneously fluctuated intra-extracorporeal photopheresis (ecp) treatment process/single needle mode, from 152->80s past >600 mls of whole blood processed leading to imminent red cell pump alarm; followed manufacture's recommended guideline to troubleshoot; machine required 1x re-purging that resolved to re-established interface. Transfusion medicine md informed, treatment completed.